Manufacturer narrative:
Investigation description: upon receipt, the device exhibited no visible damage or signs of abnormal wear. The device was placed on the charging pad for approximately 30 minutes; however, it remained continuously on the ¿charge ilet now¿ screen and did not progress to normal operation. The patient reported that the device was exposed to moisture during an illness event. It could not be confirmed whether the device was subsequently rinsed or otherwise cleaned following this exposure. Although no overt corrosion or residue was visually observed during inspection, the device demonstrated functional behavior consistent with possible fluid ingress. The observed nonfunctional charging condition aligns with the patient¿s reported exposure and complaint.

Event description:
It was reported that the ilet pump would not charge despite placement on a functioning charging pad, displayed a persistent ¿charge now¿ screen with a battery icon showing charge, could not be restarted due to an ¿ilet is unavailable¿ message, and had been exposed to moisture when the user became sick on the device; the issue was associated with moisture damage and involved the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at the seal, aligning with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.